Manufacturer narrative:
Our records indicate that the ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after receiving a shock. There were five recorded episodes where therapy was delivered; all were appropriate. It was noted that in one episode, rhythm acceleration occurred. It was not reported if this accelerated episode was successfully converted by the ICD. The physician requested the printouts of the episodes and they were sent to the hcp. No additional adverse patient effects were reported.